Event description:
It was reported to resmed (B)(4) that an astral device displayed an system fault 197 error message indicating outlet flow sensor failure. There was no patient injury reported as a result of this incident. MFR #3004604967-2015-00190.